Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6937a-35 implantable tachy lead implanted 2011 (B)(6); 4968 implantable pacing lead (x2) implanted 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient¿s family hears patient alerts from the implantable cardioverter defibrillator (ICD). It was further reported that review of the most recent remote monitor transmission noted four times where the magnet all clear tone had emitted. Additional information obtained noted that no reason for the alert has been determined yet, no intervention has been performed and the device remains in use. No patient complications have been reported as a result of this event.